Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side "rupture" of a saline device. Device remains implanted.

Manufacturer narrative:
Analysis of the returned device identified: creases fold, wear abrasion and opening linear on radius. Leak test and microscopic analysis was performed which identified: observed void >1 mm in non-textured, valve-to shell-bond area and opening crease smooth on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is an opening crease smooth on radius due to fold flaw opening.

Event description:
Device has been explanted.